Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.evaluation summary:the device was returned for evaluation and the reported device defect was confirmed as a stent dislodgement. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an 8.0mm x 59mm x 80cm otw omnilink elite 35 peripheral balloon expandable stent system was defective. The patient was treated with another unspecified device. There were no adverse patient effects and no occurrence of a clinically significant delay. The abbott vascular returned goods lab received the 8.0mm x 59mm x 80cm otw omnilink elite 35 balloon expandable stent system in the following condition: the system was returned with blood in the guide wire lumen, on the balloon and in the outer member. The stent implant was dislodged from the balloon and was not returned. There were crimp marks on the balloon between the markers and balloon was partially inflated with contrast. No additional information was provided.